Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h6. Correction on field: b1 and d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, and the fact that the device was not returned, cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an intermittent b30, scope communication error. The issue was found during preparation for use for a diagnostic procedure. The procedure was completed with a similar device and there were no reports of patient harm.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to inspect the socket of the cv-190 for damage and debris and found some black pieces of debris. After removing the debris from the cv-170 socket, the b30 error disappeared and the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.